Event description:
The customer reported that during testing it was noted the device failed to power on. There was no pt involvement.

Manufacturer narrative:
(B)(4). A philips field svc engineer (fse) confirmed the reported issue and replaced the energy selector switch. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the energy select switch.